Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) declared explant battery status prior to being implanted. Prolonged charge times of 21 and 19 seconds were noted. The product was not implanted and has been returned for laboratory analysis.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. A review of the device memory noted that eri was set on (B)(6) 2014 due to charge time measurements. Two charge times were noted on that date. The first was 20.995 seconds and the second was 19.38 seconds. These charge times are about 2 times longer than expected. These two charge times caused the device to declare eri. The device case was opened and the battery and high voltage capacitors were removed. The measurements of the transformer secondary windings were normal. Electrical measurements and current drain were normal. Next, technicians connected a power supply to the hybrid along with a known, good set of output capacitors. A capacitor reformation was commanded. The charge time was 19.4 seconds. Further analysis concluded that a diode component within the high voltage charge module had an intermittent connection. This resistive connection caused the higher than normal charge times. The high voltage charge module (hvcm) controls the charging of the high voltage capacitors. This intermittent connection could not be confirmed during cross sectioning of the component, however once the battery, the transformer, and the high voltage capacitors were eliminated as potential causes, the only other component that could affect the charge times was the diode in the hvcm.